Event description:
It was reported that sometime after implantation of a vena cava filter, some filter limbs fractured and embolized to the right ventricle. No other information has been provided. The current status of the patient is unknown.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The device was not returned. Images were not provided. The complaint investigation is inconclusive for filter limb detachment. The root cause is unable to be determined based upon the available information.

Manufacturer narrative:
Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: a CT scan performed demonstrated acute bilateral pulmonary emboli with moderate pericardial effusion and bilateral pleural effusions. Therefore, a vena cava filter was deployed successfully the level of l3- l4 the lumbar spine. The patient was hemodynamically stable at the conclusion of the procedure. Thoracentesis was performed for the bilateral pleural effusions following the filter deployment. Approximately three years post filter deployment, a CT scan performed of the chest and abdomen demonstrated some filter limbs perforating the ivc wall adjacent the right common iliac artery. No attempts were made to capture and retrieve the vena cava filter. Approximately five years post vena cava filter deployment, a CT scan of the chest and abdomen was performed and demonstrated the filter was unchanged in position when compared to the CT scan performed three years ago. Following consult with the patient¿s surgeon, the physician did not believe the patient¿s abdominal pain was related to the vena cava filter. No attempt was made to capture and retrieve the vena cava filter. Approximately seven years post filter deployment, a CT scan demonstrated a metallic density in the right ventricle of the heart. Over the next nine months three additional CT scans were performed that demonstrated the linear metallic foreign body position remained unchanged. Approximately eight years post filter deployment the vena cava filter was successfully retrieved without incident. Guided fluoroscopy demonstrated two detached filter limbs, one filter limb embedded in the ivc wall and one located in the right ventricle. Both detached limbs were percutaneously removed during the filter retrieval procedure. Patient was reportedly hemodynamically stable at the conclusion of the procedure. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: approximately three years post filter deployment, a CT scan allegedly demonstrated some filter limbs perforating the ivc wall. Approximately seven years post deployment, a CT scan allegedly demonstrated a metallic density in the right ventricle. Allegedly, eight years after deployment, during retrieval, two detached limbs were identified, one embedded in the ivc wall and the second in the right ventricle. The filter and both detached limbs were reportedly successfully retrieved percutaneously. Based on the medical records, the investigation is confirmed for two detached limbs and perforation of the ivc. Unable to determine the root cause based upon the available information.

Event description:
It was reported that a CT scan demonstrated acute pulmonary emboli, moderate pericardial effusion and large bilateral pleural effusion; therefore, a vena cava filter was deployed successfully in the ivc. A CT scan performed approximately three years post filter deployment demonstrated some filter limb perforation of the ivc, a follow-up CT scan performed two years later identified the filter was unchanged in position. No attempts were made to capture and retrieve the filter. Approximately seven years post filter deployment a CT scan identified a metallic linear foreign body the right ventricle. Approximately eight years post filter deployment, the vena cava filter was successfully retrieved without incident. Guided fluoroscopy demonstrated two detached filter limbs, one embedded in the ivc wall and one located in the right ventricle, both detached limbs were percutaneously removed without incident. Patient was reportedly hemodynamically stable at the conclusion of the procedure.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. A follow up attempt was made with outside counsel to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that was not previously obtained during the initial investigation. The outside counsel was able to provide additional patient, product, and procedural information, which was updated in the appropriate sections. However, because this event is currently the subject of litigation, we also reviewed materials obtained through the litigation process in an effort to provide the additional details being sought, and incorporated the relevant information disclosed in those materials wherever available. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.